Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The aerosol compressor was just making a humming noise and had no output.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there the compressor would not turn over causing the unit to seize up, which confirmed the original complaint issue.

Event description:
The aerosol compressor was just making a humming noise and had no output.